Event description:
On (B)(6) 2018, the patient underwent treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported the patient's proximal neck just below the renal arteries was very small (measuring 10 mm) and extremely calcified, so the trunk-ipsilateral leg component was implanted distal to the small, calcified area. The device was reportedly deployed in its intended position within healthier tissue with no issue. It was reported that during post-inflation ballooning of the trunk-ipsilateral leg component (rlt281214/16623549) using a qxmédical q50-65p stent graft balloon catheter (lot number unknown), the aorta ruptured in the area being ballooned. According to the report, the balloon was not extended outside the endoprosthesis, and only one balloon inflation was performed before the rupture occurred. It was also reported a 35 cc syringe was being used to inflate the balloon, but the inflation volume is unknown. It was reported an aortic extender component (pla280300/17384256) was implanted covering the tear, but the ruptured area continued to bleed. It was reported a second 28 mm aortic extender component (pla280300/16311985) was implanted over the first 28 mm device, but the ruptured area again continued to bleed. According to the report, a 23 mm aortic extender component (pla230300/14865043) was implanted proximally to the previous two aortic extender components, but the device was pulled distally (amount unknown) during withdrawal of the delivery catheter. It was reported another 23 mm aortic extender component (pla230300/16343646) was implanted proximally intentionally covering the left renal artery, leaving the right renal artery uncovered and maintaining perfusion. It was reported extravasation was still seen from the rupture, and it was reportedly thought the leak was originating from the first implanted aortic extender component (pla280300/17384256) as the device did not appear to have complete wall apposition within the previously implanted devices. It was reported a fifth aortic extender component (pla260300/17183991) was then implanted just proximal to the flow divider in order to obtain complete wall apposition of the first 28 mm aortic extender component (pla280300/17384256). According to the report, at this point the patient's blood pressure had stabilized, but extravasation was still seen from the rupture. It was reported that all possible intervention had been performed from an endovascular standpoint, and the patient was reported to not be a candidate for open repair due to the amount and location of the excessive calcification in the proximal aortic neck. According to the report, the procedure was concluded with the plan of monitoring the patient post-operatively. It was reported the patient left the operating room in stable condition.